Event description:
Customer alleged blood glucose results of 177 mg/dl and 74 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having symptoms of hypoglycemia and self-treated with food. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.